Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during the initial drain on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to cycle the power twice and the hc was at press go to start. The tsr informed the hp to start over with new supplies or to perform continuous ambulatory peritoneal dialysis (capd) therapy and to inform the registered nurse (rn) of the system error 2240. During a follow up call with the home patient (hp) on (B)(6) 2012 regarding the system error 2240 alarm, the hp state she re-primed the set she was using during the alarm and continued therapy on the cycler. Ps advised the hp that it is recommended she start over with new supplies after the alarm as there is a risk of putting air into her. The hp stated the air was removed after she re-primed and she did not want to waste the set. The hp did not contact her peritoneal dialysis nurse (pdn) regarding the alarm or reuse of the supplies. The hp stated she continued therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4).this complaint for system error 2240 (air in line) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.